Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during the first shot, the stapler was not able to fire. The surgeon was ready to make the first shot of the sleeve, pressed the green button, the black distal part of the handle advanced forward properly but when wanting to squeeze the handle a "crunch" sounded but the load could not be fired. They tried to shoot with another load on the same handle but could not. Then they opened another handle with the first load and could not either. Finally with the second handle and the second load could give the shot without problems. The rest of the shots were given with loads with the same batch with the second handle without incidents. They used another handle and another load to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.